Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that during a cori assisted tka procedure, when the real intelligence robotic drill was connected to the console, confirmation icon was flickering and the drill could not be recognized correctly. The customer re-connected the drill but the failure occurred again. Surgery was resumed after a 30-minute delay, with a change in surgical technique to navio assisted due to a back-up cori drill was not available. Patient was not harmed.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the ri robotic drill, part number rob10013, serial number (B)(6) , intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Upon connection during a test case, the drill had a system time out error and then the confirmation icon rapidly flickered. Substituting the exposure motor with a test lab motor corrected the problem. An engineering review was completed. The reported problem was confirmed. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is a faulty exposure motor connection. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. Refer to the real intelligence cori for knee arthroplasty user manual, section setting up a cori knee procedure: setting up the instruments, connecting the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from japan, it was reported that during a cori assisted tka procedure, when the real intelligence robotic drill was connected to the console, confirmation icon was flickering and the drill could not be recognized correctly. The customer re-connected the drill but the failure occurred again. Surgery was resumed after a 30-minute delay, with a change in surgical technique to navio assisted due to a back-up cori drill was not available. Patient was not harmed. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.